Event description:
Additional patient information provided.

Manufacturer narrative:
Correction on method code following an updated investigation result after patient's surgery.

Event description:
Follow up information received that the patient had the system explanted. (Mfg reference report: 3006705815-2019-01143).

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experience ineffective stimulation. The patient plans to undergo surgical intervention due to this issue and pain at the ipg site (mfg reference report: 3006705815-2019-01143).